Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the customer was hospitalized with diabetic ketoacidosis and high blood glucose. The blood glucose reading was 598 mg/dl. The customer was wearing the insulin pump at the time of the vent. The customer was released from the hospital two days later. The caller reported that the insulin pump had alarmed for no delivery three times the day after his release. The customer was treated with syringe and lantus. The blood glucose reading at the time of the report was back up to 358 mg/dl. The customer was sent a continuation of therapy insulin pump.